Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device had a broken shell, mandrell mark is seen on the inside posterior of the device, and fold creases. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identify a break with the following conditions: sharp edge on posterior assessed as an unidentified (tear) opening, striated edge on posterior assessed as surgical damage and wear abrasion. A dimension measurement of the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp edge break on the posterior assessed as an unidentified (tear) opening, and a striated edge on posterior assessed as surgical damage.

Event description:
Healthcare professional later confirmed left side rupture.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device has been explanted.